Manufacturer narrative:
The technician replaced the head down, trend and CPR valves but the issue returned. Repairs have not been completed.

Event description:
Information received indicates the head of the bed is drifting down.